Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had blood glucose (bg) over 700mg/dl with dizziness, nausea, vomiting, polyuria, polydipsia, blurred vision, drowsiness, abdominal pain, symptoms of dehydration and confusion. The patient was taken to the emergency room and treated (treatment given was not provided). Customer support (cs) completed troubleshooting and it was determined that the patient was not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not using cartridge per IFU.

Manufacturer narrative:
The primary product for this pi should be against the cartridge and not the pump.